Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During shift check, the autopulse li-ion battery (sn: (B)(4)) was inserted into an autopulse platform. The customer did not provide information on whether the battery was fully charged prior to use in the autopulse platform. The platform was powered on and performed a few compressions for about 2 minutes, and then, it powered down unexpectedly. Following this, the user replaced the battery, and the platform was able to power back on and functioned as intended. As reported, the issue with the battery was observed several times. No patient involvement.